Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. See MFR. Report #s 1627487-2011-00001 and 1627487-2011-00003. The pt rec'd her scs system on (B)(6) 2010 consisting of an ipg, surgical lead and two extensions. Since that time her lead and extensions were replaced due to migration. During a recent programming session on (B)(6) 2010, it was reported that several of the pt's lead contacts exhibited invalid impedance readings and the pt was unable to receive stimulation through her scs system. An x-ray was taken which revealed a lead disconnection at the extension header. Surgical intervention was undertaken to replace the extension. At that time it was discovered that the pt's lead was frayed and missing multiple contacts. As such, the physician decided to remove the pt's entire scs system. The pt did not receive a replacement scs system.